Event description:
It was reported that the patient underwent an attempted removal of a cephalomedullary implant; however, the cephalic screw removal instrument did not engage the screw, and the procedure was unsuccessful. The patient returned to the ward with the nail still implanted. The patient experienced an unsuccessful removal with procedural delay; no additional intra-operative treatment beyond the attempted removal and anesthesia was reported. No further complications were noted, and the nail remained implanted. No known impact or consequence to the patient was reported beyond the surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6 complaint sample was evaluated, and the reported event was confirmed. Reported event can be attributed with instrument reported under 0001822565-2025-04212. Visual examination of the returned product identified signs of use as well as wear and tear. Unknown screw: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Unknown screw: no problem was found with the screw. The investigation shows the driver is stripped, which would cause engagement issues with the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.